Manufacturer narrative:
Additional information has been received regarding battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported pump error 23 (post-reset ram crc alarm), power loss alarm and sensor failed to pair with pump. The event involved product(s) mmt-1884, mmt-342g and mmt-441ag. Troubleshooting was performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for greater than 8 hours, or error occurred immediately after battery change. Pump was recently stored or without a battery for more than 10 minutes. Inserting a new sensor and going through start sensor process with minimed mobile app did not resolved the issue. No further patient complications were reported. Product return is required for mmt-1884. No product return is required for mmt-441ag and mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.